Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) follow-up over-the-phone with the customer and confirmed that flag code 40 was being generated on every patient sample and quality controls. The fse had the customer verify the peek tubing that was inserted into the column. The customer confirmed that one end of the peek tubing was not fully inserted into the column; tubing was fully inserted by the customer. The customer proceeded to run qc and patient samples without any flags being generated. The g8 instrument was performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number (B)(4), from 11-nov-2016 through (B)(6) 2017. There were two (2) complaints identified during the searched period, which includes this event. The g8 variant analysis mode training manual under section 10: programming analyzer flags, states: code 40 relates to variant peaks detected after the a0 peak. These peaks are designated as h-v0, h-v1 or h-v2. This flag will be generated when one or more variant peaks are detected. The most probable cause of the reported issue was due to the peek tubing not being fully inserted into the column.

Event description:
On (B)(6) 2017 a customer reported getting flag code 40 while running patient samples on the g8 instrument. The chromatograms for quality controls and patient samples showed h-v1 peaks. The customer was down and unable to run the g8 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013.